Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak, endoprosthesis infection. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
As the exact date of implant and date of event are not known, implant date in this report will be (B)(6) 2006, as that is when this data collection event began. Date of event will be calculated from (B)(6) 2006 based on the provided information in the event. Users are made aware of the risks associated with type ii endoleaks in the gore® excluder® aaa endoprosthesis instructions for use (IFU) and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following publication was reviewed: risk factors and treatment outcomes for stent graft infection after endovascular aortic aneurysm repair. This study aimed to retrospectively analyze the incidence, risk factors, treatment strategies, and outcomes of postoperative stent graft (sg) infection after endovascular aneurysm repair (evar). Methods: a retrospective review of patients with evar for infrarenal abdominal aortic aneurysm (aaa) at the institution between july 2006 and december 2014 was performed. Regarding data collection and definitions, sac enlargement was defined as an increase in diameter of >0.5 cm. For patients with sg infection, secondary procedures performed before the diagnosis of infection were analyzed. Results: 1202 evar cases were analyzed in this study. The mean age was 76.4 ± 8.2 years, and 977 (81%) were male. 662 out of 1202 cases were treated with gore® excluder® aaa endoprosthesis. During a follow-up, sg infection occurred in 15 cases, and 7 of them were treated with gore® excluder® aaa endoprosthesis. Patient 7: on an unknown date, this patient underwent endovascular repair for infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date after the procedure, type ii endoleak and aneurysm enlargement were observed. Coil embolization was performed to repair the type ii endoleak. Also, additional stent graft in situ fenestrated reconstruction for superior mesenteric artery and aneurysmorrhaphy were performed as secondary procedure. 86 months after the initial procedure (3 months after the last secondary procedure), the patient presented with fever. CT showed an aortic wall thickness and stranding of periaortic soft tissue. Gallium scintigraphy showed negative findings. Diagnosis of stent graft infection was made. No preceding infectious conditions or dental treatment within a month was reported. Antibiotic medications were started to treat the infection. Hospitalization period was 55 days, and oral antibiotic medications is ongoing. Reinfection is not observed and the patient is alive.